Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. The initial result was 226 mmol/l and the repeat result was 136 mmol/l. No information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number was h75_2022 with an expiration date of 07-jan-2024. The field service engineer found there was incorrect naoh delivery. He cleaned the detergent circuit and cuvette washing fluids. He performed ise calibration that was correct. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.